Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from nicu that the device did not alarm for air-in-line. The medication infusing was either tpn, lipids or clear fluids. No additional information was provided.